Event description:
Customer reported hospitalization due to low blood glucose. Customer experienced two events due to low blood glucose. The first event, paramedics were called to treat a low blood glucose reading 16 mg/dl. Paramedics treated with glucagon shot and saline IV. Customer was unconscious. Had a second low blood glucose in (B)(6), wife had taken customer to hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.